Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The following was reported: a paediatric cardiac arrest patient, 7-year-old male following hypoxic injury (choking). Phea ccp, post phea, the ventilator was connected (150mls/ rr 24bpm/ fio2 100%) and had poor etco2- ineffective. Noticeably less chest expansion. Reverted to bvm. Much improved. Noted etco2 loose in monitor- corrected. Tried oxylog again- but abandoned as same issue. Hand ventilated with bvm to hospital. No serious injury was reported.